Event description:
(B)(6) complaint handling unit reported a broken plate. The patient was admitted to the hospital on (B)(6) 2008 after a traffic accident. The patient had comminuted fracture of both bones of the right forearm with displacement and comminuted diaphyseal fracture of right femur with displacement. The first hospitalization was on (B)(6) 2008 through (B)(6) 2009. Surgery occurred on (B)(6) 2008 with an open reduction, internal fixation of right femur with lc-locking compression plate and locking screws. Surgery on (B)(6) 2008 was to open reduction of radius and ulna of right forearm, with internal fixation with plates and screws. The wounds healed by primary tension and sutures were removed on days 14-16. A plaster cast on the right forearm was replaced by a polyurethane bandage, applied to metacarpophalangeal joints up to the middle third of the humerus. Tne second hospitalization was from (B)(6) 2009. A refracture of the middle third of right femur and failure of the plate after internal fixation with plate and screws. A revision surgery took place on (B)(6) 2009 for bone grafting, removal of the failed plate and fixation with a nail.

Manufacturer narrative:
Additional narrative: device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.